Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays reviewed by treating neurologist revealed an apparent break in the lead wire. Revision surgery is scheduled. No adverse event was reported in conjunction with the high lead impedance condition.

Event description:
Product analysis summary: a large portion of the lead (model 302-20) was returned in pieces. Two lead breaks werre identified, one of the positive lead wire near the connector boot and the other on 26.5cm from the connector boot. Both breaks were characteristic of stress-inducted fractures caused by a rotational or twisting motion. Analysis verified that the lead pin to generator contact was sufficient. The reported high impedance and stimulation not perceived was the result of a lead break. The cause of the lead break is unknown; however was likely due to twisting of the lead while it was implanted.the concomitant device (pulse generator) was also analyzed. The pulse generator met the manufacturer's final electrical test specifications. No performance anomalies were noted. There is no indication that the reported lead high impednace is related to the pulse generator.